Event description:
Additional information was received indicating that the infusion was life sustaining.

Manufacturer narrative:
Serial number is not available at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, the patient reported that her pumps were alarming? No disposable detected". It was reported that the patient was admitted to hospital for continued IV therapy. Subsequently, new cassettes and pumps were provided, and it was noted that the pumps could not work with the patient's cassettes but worked with a new cassette. No further adverse effects were reported.